Manufacturer narrative:
E1. Establishment name: (B)(6) medical resort. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The device was returned for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Additionally, the evaluation revealed the following findings: due to clogging of nozzle, air and water supply volume did not meet the standard value; water removal ability did not meet the standard value; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; adhesive on bending section cover had a chip; deterioration/damage of adhesive due to chemical/physical stress; connecting tube had a scratch as part of the insertion tube was caught and pinched and the insertion tube became deformed; objective lens had discoloration and dirt; scope connector cover unit, suction connector, grip, scope cover, switch box, connecting tube, forceps elevator, upward/downward angulation control knob, right/left knob, and control unit had a scratch; and control unit had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed, and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during an unspecified diagnostic procedure the gastrointestinal videoscope had air/water flow issues. The event was found at preparation for use. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign material, which has been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.